Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, he anterior haptic was straight and the lens was slow to unfold once it was implanted. The surgery was completed with the same lens and there was no patient impact. This is one of two files for this facility.